Event description:
The customer reported the system intermittently failed to display an image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The connections on the memory cpu were reseated during service. The system was tested and found to be working as intended and put back into service.